Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, an in-house testing was performed with the in-house contour next one meter and in-house contour next test strips from lot # 2mpeg08a using blood sample, which gave a satisfactory performance.

Event description:
The customer from united kingdom reported that within 5 minutes she obtained blood glucose readings of 31.7 mmol/l, 7.4 mmol/l, 11.7 mmol/l, 17.5 mmol/l, and 8.1 mmol/l with the contour next one meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The model # (d4) was not provided.

Manufacturer narrative:
UDI related data quality updates only: sections d1 (brand name), d4 (model #, catalog # and UDI #) and g4 (510k #) have been updated. Contour® next test strips with sku # 7339, 510k # k210687 and UDI # (B)(4) was distributed outside the us, therefore, no gudid information exists.